Event description:
Review of pdf shows a polarity switch occurred on (B)(6) 2020 and a unipolar lead impedance warning was noted on (B)(6) 2020. Lead impedance trends show intermittent spikes in bipolar impedance >3000 ohms occurring since implant and unipolar impedance has associated impedance jumps to 1000 ohms. Impedance at interrogation was 266 ohms. Rv threshold appears stable at 0.625v @ 0.4 ms. Last r wave was 6.8 mv. Review of stored egm's on (B)(6) 2020 show oversensing on the rv lead leading to pauses in pacing (possibly from time of implant. Nonsustained episode #16 recorded on (B)(6) 2020 shows oversensing on the rv lead with clear loss of rv capture. Underlying rhythm appears to be atrial tachycardia with a ventricular escape around 40 bpm. Emailed clinician back recommended additional testing including isometrics and pocket manipulation to assess for oversensing and to further evaluate lead integrity given spikes in impedance and loss of capture noted on stored egm. Also suggested review of xray to make sure lead was inserted all the way into the connector block of the header. Lastly, recommended discussion with ep regarding these findings. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).